Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited the camera head tube and distal end had foreign materials, and the inside of the light guide lens was discolored. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field d8, h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. In regards to the user reported blockage of biopsy channel and forceps could not be inserted due to blockage of biopsy channel: during the evaluation, we presume that the foreign material was a mixture of a metal stent with a broken end and residues from the procedure. Based on the results of the investigation, it is likely that biopsy channel became clogged while retrieving endo therapy accessories, such as the stent, during procedure. No information was provided regarding whether reprocessing prior to the procedure was conducted appropriately. In regards to liquid residue at distal end: we presume that the user sent the subject device without completing reprocessing, as the biopsy channel blockage occurred in the device, leading to the suggested event. In regards to the discolored light guide lens: based on the investigation result, it is likely that moisture entered the distal end and speeded into the glue between the distal end and the light guide-lens. This led to the occurrence of brown corrosion at the glue on the distal end side, resulting in the suggested event. The event can be detected and prevented in accordance with the following IFU. An insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.